Event description:
Pt had temporary dialysis catheter placed (B)(6) 2018. Returned on (B)(6) 2018 for catheter exchange for tunneled dialysis catheter. Upon completion of procedure, rad tech noticed what looked like retained wire. Further imaging ordered c-spine xray and soft tissue. Retained wire seen on both images. Order made for removal of foreign body. Retained wire was successfully removed by physician from pt's right internal jugular. Dates of use: (B)(6) 2018. Diagnosis or reason for use: placement temporary dialysis catheter.